Event description:
During a laparoscopic hernia repair procedure using quill pdo product, customer states that the needle broke off into the pt's abdomen. Xray confirmed the presence of the needle. Surgery was converted from a laparoscopic procedure to an open procedure to an open procedure to retrieve the needle. (B)(4).

Manufacturer narrative:
At this moment, samples have not been returned to surgical specialities puerto rico, inc. Dba angiotech for evaluation. H6: method: at this moment samples have not been returned to surgical specialities puerto rico, inc. Dba angiotech for evaluation. Results/conclusions: at this moment samples have not been returned to surgical specialities puerto rico, inc. Dba angiotech for evaluation. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. No inventory available for the finished good lot reported. Available inventory of finished good product manufactured with the same needle component lot was transferred to the quarantine warehouse for evaluation purposes. A follow up report will be submitted once the evaluation is completed. (B)(4). Item #ra-1067q, quill knotless tissue closure device 2t9-0-pdo 36 x 36, lot mq09260.